Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the customer to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging, with plans to follow up. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.